Manufacturer narrative:
Section a1-patient identifier: patient 1 sids = (B)(6); patient 2 sids = (B)(6). This report is being filed on an international product, alinity I anti-hbs, list number 07p89-52, that has a similar product distributed in the us, list number 07p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs results generated on the alinity I processing module for two patients. The results were inconsistent with the patients¿ previous results. The following data was provided (= 10 miu/ml is reactive): patient 1: (B)(6) 2024 sid (B)(6) ((B)(6)) = 906.41 miu/ml hbv dna molecular test = negative previous result: (B)(6) 2024 sid (B)(6) ((B)(6)) = < 0.77 miu/ml patient 2: (B)(6) 2024 sid (B)(6) (postmortem sample) ran on (B)(6) = 21.91 miu/ml (B)(6) 2024 sid (B)(6) (postmortem sample) recentrifuged and repeated results = 20.02 miu/ml ((B)(6)) and 22.79 miu/ml ((B)(6)). The customer pulled other previously drawn samples from this patient and tested them for anti-hbs. The following data was provided: (B)(6) 2024 sid (B)(6) (serum) = 27.78 miu/ml ((B)(6) ) (B)(6) 2024 sid (B)(6) (serum) = 23.70 miu/ml ((B)(6) ) and 20.65 miu/ml ((B)(6) ) (B)(6) 2024 sid (B)(6) (plasma) = 21.83 miu/ml ((B)(6) ) and 20.24 miu/ml ((B)(6)). Previous result: (B)(6) 2024 sid (B)(6) = <0.77 miu/ml ((B)(6)) other result provided: ck = 16,604 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, in-house testing of retained reagent kit and testing of the returned samples. The data and information provided by the customer were reviewed and support the complaint issue. The returned specimens for patient 2 (sids (B)(6)) were tested with a retained kit of alinity I anti-hbs reagent lot 56015fn00. All the specimens generated reactive results of 22.97 miu/ml, 26.51 miu/ml, 24.43 miu/ml, 22.44 miu/ml, respectively, confirming the customer¿s observation. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 56015fn00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. A clinical specificity testing was performed using an in-house retained reagent kit of lot 56015fn00. All specifications were met indicating that the product is performing as expected. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent, lot number 56015fn00.

Event description:
The customer observed false reactive alinity I anti-hbs results generated on the alinity I processing module for two patients. The results were inconsistent with the patients¿ previous results. The following data was provided (= 10 miu/ml is reactive): patient 1: (B)(6) 2024 sid (B)(6) (ai24030) = 906.41 miu/ml. Hbv dna molecular test = negative. Previous result: (B)(6) 2024 sid (B)(6) (ai24022) = < 0.77 miu/ml. Patient 2: (B)(6) 2024 sid (B)(6) (postmortem sample) ran on (B)(6) = 21.91 miu/ml. (B)(6) 2024 sid (B)(6) (postmortem sample) recentrifuged and repeated results = 20.02 miu/ml (B)(6) and 22.79 miu/ml (B)(6). The customer pulled other previously drawn samples from this patient and tested them for anti-hbs. The following data was provided: (B)(6) 2024 sid (B)(6) (serum) = 27.78 miu/ml (B)(6). (B)(6) 2024 sid (B)(6) (serum) = 23.70 miu/ml (B)(6) and 20.65 miu/ml (B)(6). (B)(6) 2024 sid (B)(6) (plasma) = 21.83 miu/ml (B)(6) and 20.24 miu/ml (B)(6). Previous result: (B)(6) 2024 sid (B)(6) = <0.77 miu/ml (B)(6). Other result provided: ck = 16,604 mg/dl. There was no impact to patient management reported.